Event description:
During emergent bronchoscopy for bleeding, the scope's outer sheath became detached. When attempts were made to remove the scope, it remained lodged in the endotracheal tube adapter. The endotracheal tube had to be removed, patient re-intubated, and another bronchoscope used to complete the procedure.